Event description:
The dentist reported the bur fell out of the handpiece while in use in a pt's mouth. The dentist returned two handpiece because he was unsure which handpiece contributed to the malfunction. There was no report of injury to the pt.